Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715. Troubleshooting was performed and the customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. Charger led light blinks red every 2 seconds after the battery was replaced. Charger led light may not be working properly. The customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester, but transmitter did not communicate after running tester procedure twice. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7715.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports loss of communication between pump and transmitter. No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.